Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and failed due to the unit having no voltage. The data file was reviewed and the reported customer complaint was confirmed. The probable cause could not be determined post investigation.